Event description:
It was reported that the patient wanted to know if there was a rechargeable device or a device that could be monitored remotely. The patient was sorry they didn¿t have a recharger and thought the manufacturer should invent it. The ins worked for 1 year and the patient had a loss of therapeutic effect. The therapy helped their symptoms for the first year and then they had to wear pads since then and had wet their pants for so long it was terrible. The patient had the device for overactive bladder (oab) had no control, wet everywhere, and had an inconsistent bladder. The patient couldn¿t do anything, couldn¿t walk, and couldn¿t work out and needed to lose weight but couldn¿t do anything as they just peed everywhere. The device was in the patient¿s right rear cheek and it stuck out at an angle and was very uncomfortable and they had pain all the time. The patient hadn¿t slept and had only slept on their right side and it had hurt all these years to lie on it and to sit in a chair, it didn¿t lie flush and was weird. The patient told their hcp they were ¿gonna cut this thing out cause it¿s killing me.¿ the patient carried an ice pack around because of how much it hurt them. They had changed and changed it and made it to go on and off and done a million things. The manufacturer representative was there when it was put in and knew about the fact that it hadn¿t been helping for 3 years and they tried to tweak it and programmed it. For about 6 months the manufacturer representative had been assisting the nurses at the clinic with trying new programs to increase efficacy and they did not consider this an allegation. The patient was going to have an implantable neurostimulator (ins) replacement tomorrow and felt getting surgery every 5 years to replace the battery was too often. When the patient got the thing out maybe it would feel wonderful and they wouldn¿t have the pain in their right bottom cheek and they wouldn¿t know how to lie. It was further reported that the ins replacement was due to normal battery depletion. The manufacturer representative knew about the replacement surgery when it was placed on the schedule and they did not have a date. About 3 weeks ago when the patient walked through a store parking lot their ins set off the alarms in the cars they passed. The patient had about 6 friends who witnessed this and they were laughing at them. Suddenly the patient¿s ins malfunctioned, went crazy, and started stabbing them like an icepick with shooting pains in their stomach and rectum. The patient had to rush home because they did not have their patient programmer with them to turn it off. It had been turned off since and the patient was not turning it back on. When it went off it did something to the patient¿s nerves too because they could not even lift their leg on their right side when it did that stabbing. It was horrible and the patient thought it must have done something to the nerve in their right side and they couldn¿t even lift their leg to put on their pants or underwear or anything. The patient had been taking hydrocodone since then because they were in severe pain. The manufacturer representative knew about the event where the patient set off the alarms in the cars they passed and felt that it was not a possibility that it was device related. The manufacturer representative was not aware of the pain and nerve damage the patient claimed. A few weeks ago when the patient went to their health care provider¿s (hcp¿s) office they were changing things and adjusting stimulation and it stuck them in their stomach. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v455948, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).